Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated the alarm was resolved by an infusion set change. Customer's blood glucose was 500 plus mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.